Manufacturer narrative:
Patient information requested. Information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was having issues. The ventricular assist device team reported that the patient was having issues when hooking up to the mpu at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿patient only reported item would not work appropriately when hooked up to controller¿ was confirmed with the returned mobile power unit (mpu) (B)(6). The provided photos captured a deformed pin within the black power connector that was preventing a fully seated connection to laboratory equipment. An attempt to straighten the deformed pin resulted in the pin to separate from the connector. The patient cable subassembly was tested with a test mobile power unit and the missing/broken pin did not affect any function because the pin is unused. A root cause of the deformed pin could not be determined through this evaluation. Repair and preventative maintenance were performed, which includes replacing the patient cable subassembly. The unit passed all testing per procedure. The mpu was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.